Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis or whether the patient was hospitalized for the event was not reported. On unreported dates, physioneal therapy was discontinued and pd therapy was stopped for treatment of the peritonitis. No further detail was provided regarding the treatment for the peritonitis. At the time of this report, the patient had not recovered from the event. No additional information is available.